Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4,746 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: a new batch of shipment for the bd item 367841 edta tube 2ml was being observed by the qa inspector of distributor during the secondary repackaging activity (redressing) done in their warehouse.

Event description:
It was reported that 4,746 bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes experienced label lift off/partial peel off which was noted prior to use. The following information was provided by the initial reporter: a new batch of shipment for the bd item 367841 edta tube 2ml was being observed by the qa inspector of distributor during the secondary repackaging activity (redressing) done in their warehouse.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA (B)(4). The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.